Event description:
Boston scientific corporation became aware of an event in which during the procedure the balloon of the subject device split. No complications with the patient were reported to have occurred during this event.